Manufacturer narrative:
This is a combination product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity preloaded intraocular lens (iol) was damaged while loading. There was no patient involvement. No further information provided.

Manufacturer narrative:
Corrected data: in section h10 of the initial report a comment was entered; this is a combination product. This statement should not have been provided. Although the device is a preloaded device, both an intraocular lens and insertion device it is considered a single unit and is not packaged separately. Additional information: section d9: device available for evaluation: yes . Section d9: return to manufacturer: 3/6/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the dcb00 product returned in its original folding carton package. Visual inspection using magnification was performed on the returned sample: the plunger and pushrod were observed in an advanced position. Residues of lubricating material were observed on the cartridge. The cartridge tip was observed deformed. The lens was observed stuck in the cartridge and the leading haptic was observed not folded. It was too hard to remove the lens from the cartridge to address the lens damage condition. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Due to the conditions of the lens returned inside the device, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one additional complaint folder has been received for this production order number; however, it is not related to the reported event. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.